Event description:
On (B)(6) 2017 at 12:00 in gsh cath lab 1 we had a stemi with dr (B)(6) ((B)(6) 2017 at 1141). Dr (B)(6) used an 0.014" whisper ms wire to deliver the appropriate balloons and stents to open up a blocked right coronary artery. During the stemi, the tip of the wire became uncoiled, yet stayed intact. We did not lose any of the wire in the pt's body. Due to the wire coming apart, dr (B)(6) had to remove the defective equipment and replace it. This added unnecessary time and risk to the stemi pt and effected the timeliness of care. Ref MFR# 2024168-2018-01527.